Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In 2003 the patient received bilateral depuy sigma total knee replacements. (B)(6) 2014 the patient was advised by his surgeon that the pfc sigma total knee replacement system was ¿cementing.¿ on (B)(6) 2014 the patient had a revision surgery. At this time, it is unclear what the reason for revision or patient harm is. It is also unclear if both total knees have been revised. If additional information becomes available, this will be re-addressed. Update dec 12, 2017 and dec 18, 2017 medical records reviewed. Revision notes on (B)(6) 2014 for the right knee indicated the presence of severe, grade iii retrofemoral osteolysis involving the distal femur beneath the femoral component. Additionally, it was identified that the tibia component was loose at the implant to cement interface. It was noted that the patella component was well-fixed and not revised. Tibia, insert, and patella components added and reported. Complaint updated on: jan 10, 2018.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.